Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements of 150 ohms. It was also noted that over a year ago the s-ICD delivered an inappropriate shock due to noise oversensing. Noise was seen in other untreated events as well. Technical services (ts) was contacted, and ts discussed options. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. An electrode fracture was suspected. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements of 150 ohms. It was also noted that over a year ago the s-ICD delivered an inappropriate shock due to noise oversensing. Noise was seen in other untreated events as well. Technical services (ts) was contacted, and ts discussed options. The s-ICD system remains in service. No adverse patient effects were reported.